Manufacturer narrative:
Exposed bare wires were noted during evaluation of the device. The device was not returned to the user facility because it is not repairable once it has been disasembled.

Event description:
Th cable was sent for service and it was noted during evaluation that the cable had a cut with exposed bare wires. No adverse event was associated with the device.

Event description:
Th cable was sent for service and it was noted during evaluation that the cable had a cut with exposed bare wires. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once quality investigation is completed.